Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right atrial channel. Due to this, the minute ventilation (mv) feature was disabled. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.